Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. Review of the device logs from the reported event were reviewed and observed the device shut down after a low battery message was registered earlier suggesting a low battery was involved. This is a normal operation of the device. The x series operator's guide, pages 24-7, guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. If no other source of backup power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. The battery used was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.